Event description:
Optease filter placed 3 years ago, to be removed electively, found to have one of the parallel side struts fractured. Filter and fractured piece removed successfully. No information about initial placement, date is an estimate.